Event description:
Patient was hospitalized for four days (B)(6). She developed ascites after chemo treatment and was hospitalized to drain fluid from her abdomen. She had plasma transfusions. Reason for use: c18.9.